Event description:
It was reported that the iab was inserted in an 82 year old male post mitral vavle replacement patient. Three days after insertion, blood was noted in the tubing. The iab was removed and replaced without any complications.